Event description:
It was reported by the rep that the one cs14c was used during a neck dissection procedure. It was reported that the surgeon was using the cs14c blade to cut, coagulate, and dissect when the white tissue pad on the grasping element of the blade melted. A new blade was introduced, and the case was completed without further incidence. The new luke handpiece was used to start the case but was abandoned shortly thereafter due to solid tones. The melt down occurred approximately one hour into the case with the old handpiece. The blade was new and the handpiece was gravity flashed. There was no pt consequence.